Manufacturer narrative:
(B)(4). Schmidt, r., scambler, w., will, j.a., shau, d. (2025) defining ¿paradoxical instability¿ and other indications for aseptic single-component polyethylene revision: a cohort study including mid-flexion instability and limited arc of motion. Arthroplasty today 35 (101835), 1-8 https://doi.org/10.1016/j.artd.2025.101835. B3 - event date - date of publication d10 - concomitant devices - unknown persona articular surface catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni e1 - contact - journal article correspondence author h6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision following a ligamentous injury that had resulted in mid-flexion instability and flexion contracture. The patient's articular surface was upsized to balance flexion and extension gaps. Two (2) years following the revision, the patient was pain free with good range of motion. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.